Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons intermittently unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.